Event description:
I will not disclose obgyn because it was not intentional. But 10 years ago, I reported a genital aggravated assault to my genitals to his office & 2 other drs and he did not look at my records but did vaginal and rectum exam first. He had soiled gloves and put large cusco bivalve speculum in my vagina after the exam ended so he could remove gloves which popped open and locked and I froze and could not talk. I was attacked 6 weeks earlier so I had involuntary strong vaginismus spasms for 5 min while he talked to me as I lay in pap test position. I laid in bed 6 months most of the days following this with groves on sides of the top and bottom of vagina and a hematoma on bottom just inside vagina. This resulted in me going to 2 emergency room (ers). I had 8 welts from the previous assault- the size of small hard-boiled eggs that never went away. So, using a speculum was contradicted. The man who assaulted me purposely destroyed and mutilated all my genitals including clitoris which means I will never have sex with my husband. The speculum injury resulted in severe pain & 13 pelvic injections of lidocaine for 3 months for bad muscle spasms lasting over 1 year and pain 9.5 years vulvodynia, vaginismus, pudendal neuropathy and numbness in feet. I have an injured bladder and urethra. My rectal/ vaginal wall and vaginal canal have no muscle strength and I am on miralax forever. And assault speculum left me unable to sit down for 9.5 years or drive. I can sit on vivamint rubber waffle cushion now with some pain. My husband lost real sex too. I give him help and I get a back rub. Please warn obgyn drs that assault victims cannot talk or move if they freeze during speculum exams and these injuries are possible.